Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd luer-lok 1-ml syringe experienced leakage past the stopper. The following information was provided by the initial reporter: spillage while filling blood from backside of the plunger. 2 units were used and faced the same issue.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history review was conducted for lot number 2171001. H3 other text : see h10

Event description:
It was reported that 2 bd luer-lok 1-ml syringe experienced leakage past the stopper. The following information was provided by the initial reporter: spillage while filling blood from backside of the plunger. 2 units were used and faced the same issue.